Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been receiving ongoing, intermittent "error messages" on the pump. Although requested, additional information was not provided.